Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen had a flashing solid red screen with a white line through the middle and showed no text. The customer was unable to interact with pump. Contact plugged pump into charger and screen remained the same. The customer's blood glucose (bg) was 386 mg/dl. The customer administered a manual injection to address the elevated bg. The customer would continue to use manual injections for alternate insulin therapy.